Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 8654, model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient had a change in pain and stimulation no longer helped. The patient underwent an explant procedure.